Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of cancelled / rescheduled post sedation.

Event description:
It was reported to boston scientific than an orbera balloon was used for an intragastric balloon implant procedure on (B)(6) 2025. During the procedure, the physician noticed a torn sheath prior to pulling it out of the package. No extra balloon was on hand and the procedure was re-scheduled and successfully completed on (B)(6) 2025. No patient complications were reported as a result of the event.